Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use, the issue occurred when putting the patient on the table and was moved to another lab. It was reported to philips that the system had e-stop error when the device was turned on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ttcb (tabletop connection box) in the tabletop has issues, which caused the e-stop error. To resolve the issue, the fse replaced the ttcb (tabletop connection box). After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that emergency stop button was activated. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.